Manufacturer narrative:
Follow-up #1: date of submission 29-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The keypad was opened and no contamination was found under button contacts. The pump was opened and no damage was observed to the keypad flex connector. The complaint of under responsive keypad buttons was not duplicated during investigation. Unrelated to the original complaint, investigation revealed moisture in the battery compartment; a crack was observed in the battery compartment from threads to case seal. A leak test revealed a battery compartment leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the backlight/contrast, up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.